Event description:
On (B)(6)2023 (B)(4), employee of intuvie, received a call from (B)(6), facility contact from (B)(6) hospital, who relayed the following information: a pt that came in for a pump issue. This pt, she said, had tried calling on the evening of the 25th but no record. She did call on the morning of the 26th but her call was missed and returned very late...so, pt went into her clinic to have the issue addressed. Pt: (B)(6) woke to a blank pump screen, abrupt power off. Sn: (B)(6). Pt went into clinic, and they swapped the pump out and want this one returned and replaced. Event date: (B)(6)2023 no other details provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. On (B)(6)2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.